Event description:
It was reported that the ilet pump¿s screen bezel was separating, and the family had been holding the device together with tape; the screen continued to respond to touch, and the user reported high blood glucose and sought care at a facility, raising concern about therapy performance, with the device problem associated with loss or failure to bond affecting the display component. Symptoms included no clinical signs, symptoms, or conditions as characterized in the health-effect clinical assessment. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including photos. Investigation of this case revealed a stress-related problem consistent with a bonding failure of the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Hospitalization case referenced in h10.